Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 217mg/dl and 164mg/dl obtained using the subject device, performed within 20 minutes of each other. This complaint is being reported because, the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 5/12/2015 and evaluated by lifescan product analysis on 6/9/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.